Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The dream station auto CPAP device was returned to a third-party service center for evaluation and no foam particles were found. Additionally, there was secondary findings of smoke present and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.